Event description:
It was reported that the device was prematurely approaching elective replacement indicator (eri). It was unknown if the eri was due to high outputs or to a device malfunction. It was further reported that the right ventricular (rv) lead had high thresholds. The device was explanted and replaced. The pace/sense portion of the rv lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 72% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.